Manufacturer narrative:
Image analysis two still images were returned for analysis. In the images provided the packaging for the nitrex guidewire is shown, the product and lot number shown in the images provided matches that recorded on gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nitrex guidewire during patient treatment. The vessel was not pre or post dilated. When the nitrex guidewire was removed, a distal end fracture was noted and the tip of the guidewire had detached in the patients vessel. A non-medtronic snare/retrieval device was advanced, however it was not possible to advance to the position in the peroneal artery due to multiple solid plaques in the popliteal artery and the origin of the peroneal artery. Multiple angioplasties were performed in the segments mentioned where the plaques were located. A non-medtronic guidewire and a 6fr multipurpose catheter were advanced and positioned in the peroneal artery. A non-medtronic snare/retrieval device was advanced and the nitrex detached component was captured. The balloon was removed, and a control angiography was performed with adequate patency of the superficial femoral artery, popliteal, posterior tibial, peroneal artery and tibiofibular trunk. No health consequences or impact to the patient reported.